Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of neurological symptoms are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event of deflation, received on august 18, 2017 with lot number 1746960. Visual analysis of the returned device identified an opening on the posterior, wear abrasion, and clear fluids inside the device. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed and found no blockage. Based on the device analysis the final assessment is: - a sharp opening on patch/shell bond edge due to an unidentified (tear) opening. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient called reporting a right side deflation and feeling sick after noticing the deflation. The patient also reported being hospitalized twice due to an ¿inability to sit up initially when the deflation was noticed, sudden onset of neurological symptoms, seizure activity, high blood pressure, convulsions, date changes, lack of coordination and inability to drive a vehicle.¿ the patient stated that symptoms are gradually improving but have not completely resolved. The device has been explanted.